Event description:
Information received from the field does not address the patient's clinical status but notes that after implant, the device exhibited loss of ventricular capture at 7.5v. Under telemetry, the ventricular lead impedance was <200 ohms. The physician elected to open the pocket and retest the system. Although normal function was evident, the device was replaced.